Manufacturer narrative:
(B)(4) ; IV-mp30 small parts kit, (B)(4) ; IV-mp30 plast frame housing assy, (B)(4) ; IV msl assy (w/o cable) mp20/30, (B)(4) ; IV mechasy battery door assembly, (B)(4) ; IV main board pca nrohs, (B)(4) ; IV-mp30 cbl rec./srl cable, (B)(4) ; IV mechasy quick release mount.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device fell. There was no patient involvement. No adverse event or patient/user harm.